Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over an hour was reported for transmitter 8x0mpd. However, transmitter with serial number (B)(4) was provided for evaluation. The allegation was confirmed as a loss of connection was found. The probable cause was a defective transmitter. It was reported that signal loss over an hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and data not available. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.